Event description:
It was reported that the customer experienced an ongoing blood glucose (bg) level ranging from 442-700 mg/dl; cause was unknown, with ketones (size was unknown). Customer gave a correction bolus via the pump to address the bg level; however, elevated bg persisted and on 4/30/26 customer went to the emergency room (ER) and was subsequently hospitalized. Customer was treated with intravenous fluids of saline and insulin. At the time of the report with tandem technical support, the customer was still admitted to the hospital with no known damage. Reportedly, the customer declined further assistance from tandem technical support regarding the issue. No additional patient or event information was available.